Event description:
Clinical study. It was reported that 6 days after a coronary drug eluting stenting treatment procedure the patient had stent thrombosis (st) in the target vessel. The lesion being treated in the index procedure was a 2.5mm, 80% stenosed, 18mm long portion of the mid left anterior descending artery (mid lad). The physician treated the lesion with pre-dilatation and successful placement of a taxus liberte' 8.8% 2.50x20mm drug eluting stent in the target lesion. The post-procedure target lesion had 5% diameter stenosis. There were no reported complications. The patient was discharged the next day on aspirin and plavix. Six days after the initial procedure the patient had stent thrombosis in the mid lad which was confirmed by angiography. In the opinion of the physician the relationship of the st to the taxus liberte' stent was unknown. The event was resolved by a target vessel reintervention (tvr) procedure. Detailed action taken was unknown. This product is only ous approved but it is similar to a marketed us device.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant information become available; a supplemental medwatch report will be filed.